Event description:
The reporter contacted lifescan (B)(4) alleging an accuracy issue with the subject meter. The patient reportedly obtained 162 mg/dl on the subject meter and 84 mg/dl on a lab device within 10 minutes. The reported issues were not resolved with customer service troubleshooting. There were no allegations of harm or injury. This complaint is being reported because the reported results did not meet lifescan's accuracy criteria. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan received the vial of test strips involved with this complaint on (B)(4) 2011 and device evaluation was completed on (B)(4) 2011. Investigation was not able to confirm the alleged issue. An unreported issue occurred during testing: an error 4 occurred when testing with control solution. Lifescan also received the meter involved with this complaint and it passed with no faults found.